Event description:
It was reported that the insertable cardiac monitor (icm) device was explanted. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided the icm device was protruding from skin of the patient. The physician subsequently removed the icm device. Additional information from the boston scientific representative provided the healthcare facility (hcf) discarded the icm device after it was explanted. No other devices have been implanted at this time. No additional adverse patient effects were reported.